Event description:
The customer reported to customer service that the power supply for her pump "started on fire and she saw an orange flame come out of the box portion of the transformer and if she had her pump plugged into an outlet next to her window, the curtain would have caught fire." The pump works with the battery pack. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she reiterated that she saw a flame at the strain relief and that it ceased quickly. She indicated that there is melting of the plastic coating on the cord so that wires are exposed, but that there is no breach in the transformer housing. She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she would return the original power supply. However, as of the date of this report, the power supply has not been received. Fire/flame is indicative of at least one short in the dc cord. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a supplemental report will be filed. As a result of (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(6) 2011. Activities related to this notification are on-going.